Manufacturer narrative:
The hardware investigation of the returned computer found that the reported event was unable to be replicated. While under test, the operating system and application booted at each power cycle. Computer was slow to start up. Patient data removal and virus scan were performed. Time/date check (cmos) were good. Front fan made an audible clicking noise. With cover off, unable to identify source of clicking noise. Startup was slow, and the screen remained dark with an arrow and awaits a key press to open the interface. The tester installed the computer in a test imaging system and the system achieved ready. A 2d and 3d imaging, as well as all communication functions as expected. While under test, no instances of unresponsive/exit were observed. Although the computer was slow, and mad a clicking noise, the reported event was not able to be replicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this event. Event problem and evaluation: on 17-nov-2016, a medtronic representative went to the site to test the equipment. After replacing the mobile view station (mvs) computer, a system check-out was performed. The mechanical test, imaging test and safety inspection all passed; system performed as intended. The mobile view station (mvs) computer was returned to the manufacturer and an evaluation is in progress.

Event description:
A medtronic representative, following up with the site, reported that the imaging system¿s mobile view station (mvs) computer will not boot intermittently. They were able to re-boot a few times and then it would power on. This issue was discovered outside of surgery.